Event description:
The clinician reported that almost 3 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's mandibular osteomyelitis, pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The following sections have been corrected: (required intervention), (deleted patient's osteomyelitis as the ada site was not identified), (deleted (B)(4)); (received corrected information on 9 december 2019).

Event description:
The clinician reported that almost 3 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.